Manufacturer narrative:
The initial reporter facility name is (B)(6). Initial reporter phone: (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an ultraflex esophageal ng distal release covered stent was to be implanted to treat a 6cm malignant esophageal stenosis during a stent implantation procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the tip of the stent was kinked, and the stent was unable to be deployed. The stent was removed from the patient and the procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.